Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was alleged that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings: during investigation, the display screen was dim and discolored.

Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/04/2014 with the following results:during investigation, the display screen was discolored.